Event description:
It was reported that because the insertion of the stylet was difficult, the implant of this lead was canceled. It seems that this malfunction is caused by pretest performed before an implant. Helix rotation too many turns to retract helix. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) primary analysis finding: distal conductor distorted. The lead was received with the helix fully retracted and the distal conductor distorted within the connector. The distal conductor had been over-retracted. The helix will not extend or retract due to the distal conductor distortion within the connector. Visual examination revealed apparent damage at implant. The full lead was returned and analyzed.